Manufacturer narrative:
The additional information of material number which was not included with the initial report. The information has been provided with this report. The initial report had the incorrect information related to pro code with the initial report. The correct information has been provided with this report. (B)(4).

Event description:
Material number has been updated from (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was 453 mg/dl at the time of incident. The customer was treated with bolus for high blood glucose level. The device will not returned for analysis.